Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The device labeling includes the following precaution: "use caution when manipulating or advancing the artix sheath through a stent or graft". Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2025, a 47-year-old male underwent arterial thrombectomy using inari devices. The patient's clot age was estimated at 60 days. After deploying the artix funnel catheter, the radiopaque marker on the distal end of the artix thin-walled sheath (artix sheath) separated from the sheath. The marker remained on the guidewire. The physician used a biopsy catheter to successfully retrieve and remove the marker band from the patient's vasculature. Upon inspection of the marker band, there was a clean break, and no tearing or unraveling was observed. The case continued, and nearly all the clot was removed from the patient's preexisting stent. The patient had full flow restored after the thrombectomy.

Manufacturer narrative:
Correction to section d4 in intial report 3020347218-2025-00045. Section d4 model # should read "30-104". Manufacturer reference:(B)(4).